Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported patient had total hip arthroplasty on (B)(6) 2009 and a closed reduction and dislocation on (B)(6) 2009. He continues to have significant pain in his right hip due to non bone ingrown cone body and underwent a revision on (B)(6) 2014. Additional information received from sales rep on (B)(4) 2014: surgeon didn't revise the cone body. It was intact.

Manufacturer narrative:
Provided device information was confirmed to pertain to a previous revision. The device listed in this report is unknown. The explant date is also unknown. A review of the device history records and complaint history review could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event was confirmed. The provided medical information was reviewed by a consulting clinician who concluded: "there is no evidence of factors of faulty prosthetic design, manufacturing, or materials being responsible for this clinical situation." No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported patient had total hip arthroplasty on (B)(6) 2009 and a closed reduction and dislocation on (B)(6) 2009. He continues to have significant pain in his right hip due to non bone ingrown cone body and underwent a revision on (B)(6) 2014. Additional information received from sales rep on 7/11/2014: surgeon didn't revise the cone body. It was intact.